Event description:
Additional information was received from the rep. It was reported that the cause was due to patient anatomy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that as soon as the implanted lead was placed in the wens it showed there was a connection issue. The hcp wiped the lead off and placed it back into the wens, but there was still a connection issue. The electrodes that did not have a connection issue were tried and provided great coverage. The lead was tried in the 8-15 slot on the wens and still showed a connection issue. Almost every time, the connection issue showed different contacts being out. Impedances were all out of range. The issue was the same when checked with the ins. The hcp had a hard time gaining access to the epidural space and implanting a second lead during the permanent implant. The hcp decided to test the first lead after numerous failed attempts of placing the second lead. The hcp tried to use the lead that was unsuccessful in getting into place and once the leads were changed there were the same connection issues. The lead was moved down and that cleared the connection issues for a few seconds and then it went back to the same readings. The decision was made to leave the current lead in place and implant the battery and tunnel and hook the lead up to the battery. After the device was implanted and the incisions were closed, all connection issues cleared up and every single electrode was green and within normal limits. The factor leading to the issue was the trouble accessing the epidural space. The hcp used preservative free normal saline to check if he was into the space each time he attempted to access. The issue was reported to be resolved.